Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. The adhesive pad was not returned with the device. The exposed portion of the soft cannula was observed to be damaged, however, the timing and cause of the damage could not be determined. A leak test was performed and no leakages were observed along the entire fluid path. The soft cannula being damaged did not prevent insulin from exiting the distal tip. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.